Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer experienced a skin reaction at the site of the adc freestyle libre 2 sensor, with symptoms of pain, pus, and discomfort. The customer had contact with a healthcare professional, who prescribed sodium fusidate 2% (topical antibiotic) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh002ayx6d was returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed on the sensor patch. The adhesive was not returned. An extended investigation has already been performed on the sensor and was previously submitted in the initial MDR. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information section g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
A caregiver reported the customer experienced a skin reaction at the site of the adc freestyle libre 2 sensor, with symptoms of pain, pus, and discomfort. The customer had contact with a healthcare professional, who prescribed sodium fusidate 2% (topical antibiotic) as treatment. There was no report of death or permanent injury associated with this event.